Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. The heater test was performed and passed. The heater calibration test was performed and passed. The post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without failures. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form on 01/17/2019. The mushroom head check passed on 01/17/2019. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms from the cycler prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The lot number of the cassette used for treatment was not provided. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: report source, removed user facility, company representative, and health professional.